Event description:
Complaint alleges pt underwent an unspecified surgical procedure for removal of a villous edema from the colon. The complaint alleges severe injuries were sustained as a result of contaminated and defective staples and/or sutures. Specifics regarding the alleged injuries and product identities are not provided.